Manufacturer narrative:
This report is filed on october 08, 2019.

Event description:
Per the clinic, the patient experienced skin issues at abutment site and subsequently was placed under general anaesthesia to replace abutment. The implanted device remains.